Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.